Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2022 with zephyr valves, the sizing wings on the zephyr 4.0-j endobronchial delivery catheter (edc) broke off while inserted through the bronchoscope. Additional information was requested but has not been received.

Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2022 with zephyr valves, one sizing wing on the zephyr 4.0-j endobronchial delivery catheter (edc) broke off while inserted through the bronchoscope during the first deployment. The wing was not removed from the patient. Apical airways were being accessed when the issue occurred. The procedure was successfully completed using a new edc.